Manufacturer narrative:
Cont. Initial reporter: zip (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii or IV. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Clarification to d9-date is when device photo was received. Photo analysis. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Pregnancy related complications-ndr: unable to observe since it is not related to the device. Additional observations: red biological tissue observed on the surface of the shell.